Event description:
It was reported that charging cable and wall adapter were damaged while still remaining functional. There was no reported impact to the customer¿s blood glucose level. Customer support arranged replacement of damaged charging supplies and no further issues were documented.